Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported a tampon insertion tube had open petals which led to scratching and vaginal pain upon insertion. She noticed four other tampons from the package with open petals. She was doing fine and did not seek medical attention.